Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the pronto device is missing part of the led display. No patient impact or consequences were reported.

Event description:
The customer reported the pronto device is missing part of the led display. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. Visual inspection upon receiving revealed no external damage. The device turned on using batteries and two led segments did not illuminate. Further investigation found instrument board d4 led segment failure, resulting in two led segments not illuminating. The device was able to obtain spo2, pi, and pulse rate readings using masimo sensor and was found to visually and audibly alarm during alert conditions. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues prior to this reported event.